Event description:
The user facility reported an automated impella controller (aic) had a controller error and a battery failure error during patient support. The aic was replaced.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation has been completed. Data analysis: ¿ the reported complaint case was initiated on (B)(6) 2025, involving pump sn: (B)(6). ¿ on (B)(6) 2025, during support, the imc log process likely crashed, as no imc log entries were recorded after 17:03:57. However, the lt log indicates that the pump remained under support during this period. Note: since this support initiation, the rt log files were likely being zipped approximately every 1 hour and 18 minutes. Before the imc log crash, the last rtlogger file record was at 15:46:12, shows that the imc log process likely crashed just prior to the next expected rtlogger file recording around 17:03:57. On the complaint date, (B)(6) 2025, at 10:31:31, the imc log resumed recording for a brief period before stopping again after 13 minutes. The rt log ended 3 minutes after the imc log stopped, indicating an unexpected console shutdown. This unexpected controller shutdown was misreported as a ¿controller error¿. Subsequently, the pump was transferred to a backup console ic7179. On (B)(6) 2025, after ic9319 was manually rebooted, the console displayed ¿unexpected controller shutdown ¿ alarm,¿ event #603. Device analysis: the console was tested upon arrival at fs. Upon power cycling the console 10 times, the 'unexpected controller shutdown' could not be reproduced. Root cause: the root cause of the unexpected controller shutdown was not determined due to the inability to reproduce it. There were no instances of a ¿controller error¿ or ¿battery communication failure¿ in the logs. The unexpected controller shutdown was misreported as a ¿controller error¿ and ¿battery communication failure. D10 concomitant medical products and therapy dates updated.